Event description:
It was reported that during implant the lead showed high, but within normal range, pacing lead impedance. The lead was removed and a new lead was implanted. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory and was due to excess medical adhesive found on the ring electrode.